Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the device heating up and the device was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported pump was warm, hot, or overheating. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
Customer complaint about device heating up and power loss alarm on (B)(6) 2024. Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. And self-test. Sleep current measurement and active current measurement within specifications. No unexpected heating device anomaly noted. However, unit received with high sleep current measurement due to moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul lith) and loaded voltage (loaded lith) was out of spec range. Detailed trace analysis confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul lith) did not drop below 3.5v for consecutive 240 minutes. Unit was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with fading serial number label, cracked battery tube threads, cracked keypad overlay at select button and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed power loss alarm or overheating device noted. Unit passed all test requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.